Manufacturer narrative:
Date of event: unknown. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number: 305125 and lot number: 9296252. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. For this needle defect, a physical sample would be needed for analysis. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no sample was received. No photo was provided. Sample analysis could not be performed, and the symptom reported by the customer could not be confirmed. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Missing needle nip line assembly. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it after that a plastic shield is assembled. In this case the part was not assembled to the plastic shield and not detected in the next processes. For the needle that didn't have a hole a sample would be needed for analysis to provide a probable root cause.

Event description:
It was reported that the bd precision glide¿ needle experienced a defective needle. The following information was provided by the initial reporter: material no.: 305125; lot no: 9296252. Pharmacy rep stated there was an issue with one product that had the cap, but no needle- no product in package. Rep also stated that they had another issue with the same lot- one needle did not have a hole in the needle to draw sample. No adverse events for either issue. Date of event unknown. No samples to send back.